Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. The physician felt that there was an irregularity in one of the stent struts; therefore, he did not use this device. The procedure was completed with another of the same device. Patient status is listed as "stable". There was no patient contact.